Event description:
During a lap cholecystectomy the surgeon complained about the clips shooting out of the applier and not working properly. The case was completed with a like device with no pt consequence.